Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted in a patient for the endovascular treatment of a 220mm length thoracic dissection. It was reported that during the index procedure, as the device was removed from the packaging it was noted that the rear blue wheel of the device had detached and was snapped in two pieces. No damage was noted to the outer packaging of the device. The procedure was successfully completed using another valiant captivia stent graft system. Per the physician, the cause of the event is product related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.